Event description:
It was reported by service report that the brakes were not holding properly due to head and footend bolts were pulling out of the brake cams. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Head and footend cam link assemblies.